Manufacturer narrative:
Method - actual device not evaluated ¿ specimen sent to another laboratory for testing. Results ¿ no results available. Isolates unavailable for testing. Process values from the testing performed by the customer indicate the isolate growth was inadequate for the instrument to detect. Conclusion ¿ device not returned ¿ there are no reports of adverse health consequences associated with the discrepant results.

Event description:
Testing yields susceptible mic results by the instrument, but visual reading shows light growth. Specimen is mucoid and will not go into suspension in the inoculum fluid which results in poor growth pattern in the panel. Results were not reported to the physician, delayed or withheld. There are no reports of adverse health consequences associated with the discrepant results.